Manufacturer narrative:
According to the customer, "the customer reported their med cups have tiny white fibers that are all over them. This is causing issues as several times these fibers are getting on the instruments and, ending up inside the patient's eye. There has been no patient harm and the fiber/fibers are removed with I/a". It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, "the customer reported their med cups have tiny white fibers that are all over them. This is causing issues as several times these fibers are getting on the instruments and ending up inside the patient's eye."